Event description:
Caller reported a cartridge alarm 20, which occurred both during the load process and while pumping. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support (cts) to return the faulty pump to tandem and was provided with a replacement pump. The caller confirmed understanding of instructions to put the pump into storage mode, return it within 10 days, and program their pump settings and connect their cgm to the new pump. The customer will continue using the current pump or an alternate method as backup therapy if necessary.